Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Low bg cause was not known. The customer was incapacitated and received third party assistance from paramedics, who provided the customer with an IV of glucose to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.